Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip xtw was prepared per the instructions for use (IFU) an inserted without issues. However, while in the valve, it was observed that both grippers were not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed. Additionally, it was observed that both gripper lines had slipped out, as both gripper lines and trumpets were intact. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the difficult gripper actuation is a cascading event of the gripper lines slipping out of the gripper line holes. The observed gripper lines slipping out of the gripper line holes was determined to be a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) 130421 is referenced. The investigation evaluated the reported issue, and the engineering group determined the likely root cause to be manufacturing variability of the l-lock component, which leads to higher clearance than nominal and can increase the likelihood of a gripper line slip in procedure. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.